Event description:
It was reported that following a percutaneous coronary intervention, an un-retrieved device component. In (B)(6) 2011, angiogram revealed a cto lesion in the left anterior descending (lad) artery. Intervention was performed however physician was unable to pass the lesion with several balloon catheters. Patient was transferred to surgery and coronary artery bypass graft was performed from the lad to lima. Patient continued to experience angina symptoms and repeat angiography was performed in (B)(6) 2012. Angiography revealed significant left main (lm) stenosis. Patient was taken back to surgery for another CABG procedure. During procedure the surgeon removed a "unrecognized piece of plastic" from the lm lesion. CABG procedure was completed and no patient complications were reported. Following procedure, the surgeon contacted cardiology physician who identified the plastic component as an apex balloon protector which was not removed prior to the initial angiography procedure.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).